Event description:
It was reported that during an ladg procedure, the doctor could not confirm the tick sound at the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Eval summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled and a double fed incident occurred and the jaws jammed in the closed position; the jaws could be opened by manually forcing the trigger to the open position, releasing one unformed clip and one malformed clip. Subsequent firings resulted in properly formed clips. Additionally the instrument locked out as intended but the orange indicator did not show up completely. However, no conclusion could be reached as to what may have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.